Manufacturer narrative:
If pertinent information is provided in the future, a supplemental report will be submitted. This product was manufactured prior to implementation of the UDI regulation and as a result, the complete UDI is not available. Applicable us product data has been included in this report.

Event description:
It was reported that during a generator change procedure, this right ventricular (rv) lead exhibited high out of range shock impedance measurements. The generator change procedure was successfully completed and this rv lead remained in service with the new device. During a follow up visit, the rv lead was observed to exhibit issue with the shocking coil and oversensing. No additional adverse patient effects were reported. Currently, this rv lead remains in service.